Manufacturer narrative:
The glidescope core 15-inch monitor and a glidescope core quickconnect cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and was unable to confirm image failure. When the returned core 15-inch monitor was connected to known, good, test equipment, the video image was normal. The technical service representative tested the core quickconnect cable in both the a and b ports without failure. On completion of evaluation, the glidescope core 15-inch monitor was sent to verathon medical canada for further analysis. A supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image would disappear when using bflex accessories. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.